Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Glenoid sound peg broke off in patient glenoid. The delay was an extra 15 mins of surgery getting the broken peg out.

Manufacturer narrative:
The reported event that peg alignment sound was alleged of 'implant - breakage / deformation - other' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by possible inadequate positioning also using too much force during the pegged glenoid preparation. The device inspection revealed the following: one peg of the returned peg alignment sound is indeed completely broken out (damaged weld). Unfortunately we are not able to clearly determine the exact cause which has led to this breakage but please keep in mind that this device was manufactured in jan 2015 and is therefore several years in use. The stage of the instrument shows this (wear and tear evident). We do suspect that too much force was applied during positioning / seating (possible excessive impaction). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Glenoid sound peg broke off in patient glenoid. The delay was an extra 15 mins of surgery getting the broken peg out.